Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value: (B)(6) 7:33pm 189 mg/dl 89 mg/dl. (B)(6) 10:07am 150 mg/dl 273 mg/dl. The event did not lead to any patient harm or sensor removal.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on investigation analysis, there was no indication of an issue with sensor health. But there were some calibrations that were very different from the sg values. The customer was advised to perform sensor re-linking to help resolve the issue. Although, it was not confirmed whether the customer performed re-linking, it was mentioned that the sensor is working fine and no more differences were observed. Since the issue was resolved, no further investigation was found necessary for this complaint.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on investigation analysis, there was no indication of an issue with sensor health. But there were some calibrations that were very different from the sg values. The customer was recommended to perform sensor re-linking to clear calibration history and was emphasized the importance of performing calibrations correctly using exact bg values and times. During a follow up, the customer mentioned that the sensor was working fine and the differences were only 1 to 2 mg/dl compared to bg values. The customer chose not to proceed with sensor re-linking. Since the issue was resolved, no further investigation was found necessary for this complaint. B4. Date of this report 20 oct 2025. G3. Date received by the manufacturer? 20 oct 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.